Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device's middle port came off and the plastic cracked. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification. The reported condition was confirmed. A visual inspection was performed and found the damage to spigot and housing the mdu passes functional testing including high speed testing (100-2500 rpms) with blade installed. Unit passed functional tests on a known good control unit with footswitch. Mdu appears to have been dropped, cracking housing and breaking off spigot tub. The investigation isolated the failure to the damage housing and breaking off spigot tub due to mishandling. If information is provided in the future, a supplemental report will be issued.